Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had the system removed for unknown reasons and had it replaced on (B)(6) 2017. It was indicated that it was unknown if there were any environmental, external, or patient factors that contributed to the issue. It was noted that the issue was resolved at the time of report, but it was unknown what diagnostics or troubleshooting were performed to resolve the issue. No further complications were reported or were expected.